Event description:
Patient reports hypoglycemia and a seizure, which was treated by the family. The device gave patient an unintentional delivery of 4 units of insulin. Product not returned for analysis.